Event description:
An incident occurred while performing a cardiac catheterization. Upon withdrawal of the guide wire through the introducer sheath resistance was encountered. Upon removal it was noted the guide wire had unraveled. X-ray revealed that approx 1 1/2" of the wire remained embedded in fatty tissue in the pt's groin near the bifurcation. The pt was immediately transferred to another hosp. Surgical retrieval of the detached segment was successful. The pt experienced no sequelae as a result of this event and has been discharged.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.